Manufacturer narrative:
The reported 3.5mm x 45mm non-locking hexalobe screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 3.5mm x 45mm non-locking hexalobe screw (part number 30-0272) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported post-op the screw in proximal hole is backing out of the threaded hole. The adverse effects are described as "soft tissue irritation". It was also reported that the patient is not symptomatic at this time. No plan for further treatment scheduled.